Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had failed. A field service engineer (fse) found the half-height (hh) drawer physically damaged. The fse replaced the hh drawer and configured it, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie latch broken and lid was not shut down. User unable to recover storage space that caused the entire drawer to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.